Manufacturer narrative:
Please note that the patient's height and weight were unknown. However, it was reported that the patient was average size, not obese and not skinny. Advancer tube engaged prox. Tamp lock as received. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle, covering the balloon proximal tip. The procedural sheath was on the shuttle tube and both of them were stuck on the catheter shaft. A kink was observed in the procedural sheath as received. A small portion of the sealant was protruding out from the distal tip of the shuttle cartridge tubing and exposed to blood. During investigation, excessive force was applied in order to retract both of the shuttle cartridge and procedural sheath to the black handle. Upon unsheathing, the sealant felt out from the shuttle cartridge in pieces. The condition of the sealant indicates that it may have swelled and filled the space between the sealant and the inner shuttle tube and/or the clearance between the inner shuttle tube and the outer catheter shaft; and as the shuttle was being retracted the sealant was dragged along and broken in pieces. Blood was found at the proximal end of the advancer tube and a severe kink was also observed in the advancer tube where the kink in the procedural sheath was located. The condition of the received device indicates a device jam which may have been attributed to the sealant exposed to blood prematurely and the kinks in the sheath/advancer tube may also have contributed to a device jam; however, it is unknown if the kink was due to subsequent handling of the device for returning or during the procedure. The catheter, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. The review of the lhr (f1630501) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by sealant swelling up and increasing the profile which may have prevented the procedural sheath from being retracted during the procedure. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
After shuttling down and opening the stopcock of a 5fr mynxgrip vascular closure device (vcd) confirming hemostasis, the physician was not able to retract the 5f unknown sheath introducer from the femoral artery. The physician used considerable pressure to attempt to retract the sheath; but after multiple attempts, the physician decided to deflate the balloon and hold manual pressure in order to prevent a balloon pull-through. The device had deployment jam. Manual pressure was held for 30 minutes or less to achieve hemostasis; and the patient's hospitalization was not extended. The patient recovered. The intended procedure was diagnostic peripheral. There was no scar tissue in the area of the arterial puncture. The stopcock of the sheath was opened prior to shuttle down; and excessive force was not applied when shuttling down. There were no kinks in sheath or device reported after removal. Additional information was requested, but is unknown at this time.